Event description:
A cgm error 42 was reported by the caller related to the g7sensor. There was no adverse impact to the customer¿s blood glucose level. The caller was provided with complete pump reset information by cts and later called back to perform the reset with charging supplies. The issue was resolved after the reset, and the sensor session was successfully started.